Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, all lots are examined for correct assembly and packaging. The lot met all defined acceptance requirements and was released. One (1) opened sample with lot number 820834 has the needle subassembly inside of the packaging with the barrel separated from the packaging and needle subassembly. The picture provided with the complaint record of the opened sample in the kit also shows that the luer taper tip on the barrel was not fully engaged with the luer lock hub on the needle subassembly. Therefore, the reported condition is confirmed. A specific root cause could not be determined based on the available information. The investigation did not identify a systemic issue with the product or process. A corrective and preventive action (CAPA) is not necessary at this time. This information will be utilized for trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the needle was improperly attached to the luer of the syringe.